Event description:
It was reported that the lead exhibited less than 200 ohms impedance, and an x-ray revealed that the helix was bent.

Manufacturer narrative:
Final analysis found that pressure to the lead due to rib clavicular crush damaged the distal insulation and fractured the proximal coil, causing a short between the coils, and the reported low lead impedance.